Event description:
It was reported that the error message "unknown syringe". There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had module error was not identified during the customer call. The tech support recommended to customer the type of size syringe specified/validated for use with the pca modules. Customer mentioned that they are using an international 30cc syringe (pre-fill). Informed customer to refer to the user manual to check our syringe compatibility list. Mentioned to customer they may be using a off=label brand of syringe cartridge we have not validated for use with device. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.